Event description:
A patient reported blood glucose results of 426 mg/dl, 143 mg/dl, 207mg/dl, 251mg/dl and 228 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.